Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011 due to patient alleged pain, osteolysis, discomfort and lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011 due to patient alleged pain, osteolysis, discomfort and lack of mobility. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening, osteolysis, metallosis, impingement, bone/tissue damage and synovial hypertrophy. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011 due to patient alleged pain, osteolysis, discomfort and lack of mobility. Maude event report was received on (B)(6) 2012 providing product identification. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01745 & 2013-00151 / 00152).

Manufacturer narrative:
Maude event report was received on (B)(4) 2013 providing product identification. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01745, 1825034-2013-00151 & 00152).

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.